Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles in the tubing of her insulin pump. Customer blood glucose level was 199 mg/dl. Customer is new to the device and feels they are not receiving insulin. Troubleshooting was performed for the removal of air bubbles. Customer was unable to finish troubleshooting since they were in a car.